Event description:
It was reported by the clinician that the 18 gauge, 2 1/2" introducer needle was inserted into the patient and they did not receive flashback. In turn, the needle was removed and the patient was restuck and the same thing happened. The clinician then noticed the needle hub was cracked which prevented a vacuum. As a result, another kit was opened and used. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.